Manufacturer narrative:
(B)(4). D10: 00875200832 32mm i.d. Size gg elevated rim liner use with 48mm o.d. Size gg shell 64551664. G2: foreign: brazil. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that at the time of the surgical procedure that the liner and cup would not seat when it came time to insertion. The surgeon noticed instability and dislocation with the prosthesis. A new cup and liner were used to finish the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
No additional event information to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. . No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.